Event description:
A dreamstation auto CPAP w/hum/ht/cell,dom device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Throughout the third-party service center assessment, the device underwent a visual inspection and was ultimately scrapped. This evaluation indicated that the device remained functional, although the ui panel had scratches and dust contamination was present. Additionally, foam particles were found inside the blower kit. Currently, no further investigation can take place. If any pertinent information arises, a follow-up report will be submitted.